Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. Visual inspection found that the distal part of the stent was projecting by approx. 14mm from the distal end of the sliding part and the thumbwheel was still locked. There were no other anomalies on the rest of the device. Magnifying inspection of the distal tip and the sliding part did not find any anomalies in the appearance. The outside diameters were measured on the distal tip and on the sliding part and confirmed to meet manufacturing specifications. Functional testing was conducted on the actual sample. The immovable part of the actual sample was pushed forward in the state of the sliding part being trapped due to some factor(s). An exposure of the stent at the distal end of the sliding part was duplicated. A review of the device history record and the product released decision control sheet of the involved product/lot# combination confirmed that there were no indications of production related problems. A review of the complaint history files confirmed that the involved product/lot# combination has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, it is likely that the immovable part of the actual sample was pushed forward in the state of the sliding part being trapped due to some factor(s), resulting in the exposure of the stent at the distal end of the sliding part. The potential for such an event is addressed in the instructions-for-use with statements such as the following: (1) "the stent system should be introduced from the artery of a lower extremity. The length of the delivery system will not allow the introduction of the stent system from the brachial or radial artery." (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that during a procedure the misago device deployed while the thumb-wheel was locked. Follow up communication with the user facility reported the following information: the approach was made from the left brachial artery; a 90 cm-long guiding sheath destination, was used concurrently with the misago device; treatment was for the right sfa; the actual sample was advanced into the destination device; when the misago device came out of the distal end of the destination, with some resistance, it was found to have already deployed by about two struts without the user unlocking the thumb-wheel; and the actual sample was drawn back through the destination and change out to another misago device.